Event description:
(B)(6) study. It was reported that the patient experienced narrowing again. (B)(6) 2018- the 100% stenosed, 4.0mmx60mm, tasc ii b target classified lesion was located in the left proximal superficial femoral artery (sfa). The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter and a jetstream console. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 20% final residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. (B)(6) 2018- 184 days post index procedure, site reported an event of narrow again. No corrective action has been taken to treat the event. At the time of this report, outcome of the event was considered as not recovered/not resolved.

Event description:
Jetstream china study it was reported that the patient experienced narrowing again. On (B)(6) 2018- the 100% stenosed, 4.0mmx60mm, tasc ii b target classified lesion was located in the left proximal superficial femoral artery (sfa). The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter and a jetstream console. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 20% final residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2018- 184 days post index procedure, site reported an event of narrow again. No corrective action has been taken to treat the event. At the time of this report, outcome of the event was considered as not recovered/not resolved. It was further reported that 184 days post index procedure, severe stenosis in the target lesion was noted. It was further reported that 184 days post index procedure, severe stenosis in the middle of the left superficial femoral artery was noted. It was further reported that on (B)(6) 2018, during index procedure, post pta, subject was noted with femoral artery dissection which resulted distal embolization of the target limb. No corrective action has been taken to treat the event of dissection. At the time of this report, outcome of the event was considered as recovering/resolving.

Manufacturer narrative:
Describe event or problem: additional information.

Event description:
Jetstream china study. It was reported that the patient experienced narrowing again. (B)(6) 2018- the 100% stenosed, 4.0mmx60mm, tasc ii b target classified lesion was located in the left proximal superficial femoral artery (sfa). The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter and a jetstream console. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 20% final residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. (B)(6) 2018- 184 days post index procedure, site reported an event of narrow again. No corrective action has been taken to treat the event. At the time of this report, outcome of the event was considered as not recovered/not resolved. It was further reported that 184 days post index procedure, severe stenosis in the target lesion was noted.

Manufacturer narrative:
Describe event or problem: additional information.

Event description:
Jetstream china study. It was reported that the patient experienced narrowing again. (B)(6) 2018- the 100% stenosed, 4.0mmx60mm, tasc ii b target classified lesion was located in the left proximal superficial femoral artery (sfa). The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter and a jetstream console. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 20% final residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. (B)(6) 2018- 184 days post index procedure, site reported an event of narrow again. No corrective action has been taken to treat the event. At the time of this report, outcome of the event was considered as not recovered/not resolved. It was further reported that 184 days post index procedure, severe stenosis in the target lesion was noted. It was further reported that 184 days post index procedure, severe stenosis in the middle of the left superficial femoral artery was noted.